Event description:
The pt had back surgery to remove screws in the spine. It was reported that electrocautery was used during the procedure. Following surgery, the pt reported charging issues. The surgeon decided to explant the system and replace it with another advanced bionics spinal cord stimulator. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant.